Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2017-04886. Reference MFR report:3006705815-2017-01122. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. Diagnostics testing and x-rays were done and confirmed that the patient's thoracic leads had migrated and had high impedances. As a result surgical intervention was undertaken on (B)(6) 2017 wherein the physician elected to explant the extension. Both leads remained implanted, however only one is being used. Patient has effective therapy.